Event description:
Nurse manager reported a pt was compromised when a four way stopcock leaked medication. The pt had a central line and was on a ventilator. The pt's mean arterial pressure in 2005 at 0200 was 48. When the leak was noted it went down to 30 at 0300. At 0400 it was 34. The pt was receiving dopamine that was started 3 days ago at 1715 at a rate of 0.4 ml/hr. Epinephrine was started the following day at 1950 at a rate of 0.2 ml. Dobutamine was started one day ago at 2230 at a rate of 0.4 ml/hr. Vital signs were the following: temperature 98.0, pulse 148, respirations 84. Urine output went from 50+ ccs per each void to 16ccs with a decrease of medication. Oxygen saturation was 69.9%. After the stopcock was found to be crakced, the infusions were stopped, the stopcock was changed and the medications were restarted at the same rates. After the leak was corrected the mean arterial pressure went up to 58. The reporter believes the cracked was noted at the connection opposite of the end connected to the central line.